Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malf 16. Although the malfunction recurred after the pump reset, there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and putting it into storage mode before returning it. A replacement pump was sent, and the customer planned to use multiple daily injections as a backup therapy while waiting for the new pump.